Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode, and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. Detailed analysis also confirmed a high current drain as a result of compromised capacitors due to the presence of excess hydrogen in the device case. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device reached explant status prematurely. The device was replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device reached explant status prematurely. The device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.